Event description:
It was reported the insulin pump was throwing insulin on its own while connected. Customer's blood glucose went low to 23 mg/dl. Customer reported the insulin pump did not alarm or give out any indication. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.